Event description:
It was reported that the patient was experiencing pain and discomfort over the ipg site which described as tugging and burning. It was also stated that patient felt pain when twisting and certain movements. The patients ipg was not turning on. The patient underwent an procedure wherein the ipg was repositioned and that the patient was doing well postoperatively.

Manufacturer narrative:
Date of event : exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.